Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 was difficult to close. The field service engineer (fse) arrived onsite and identified that the half height matrix drawer was sticking and could not be fully extended to access the last row of medications. The device was shut down and the drawer was inspected, with no visible obstructions found. Fse identified that the issue was isolated to the drawer rails, and both rails were replaced. After replacement, the drawer opened fully without any issues. The customer was able to inventory the medications and test the drawer, confirming proper functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 2.1 was hard to close. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.